Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-04955. It was reported the pt had positional stimulation, and her two leads had high and invalid impedances. Follow up found the pt was referred to another physician for a surgical lead replacement procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.